Event description:
Customer reported that during thawing it was noticed that the central donor tubing of the cryocyte-freezing container was disconnected. The bag was filled with 125 ml of product and stored in vapor phase of liquid nitrogen. The product was preserved and administered to the pt after microbiologic testing was performed. The pt received antibiotherapy. Additional information has been requested, but has not yet been received.